Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a cubie failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a cubie failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 cubie pocket d3 was failed to pop up and it was unable to recover. The field service engineer (fse) had identified that auxiliary half height (hh) drawer 4-2 had failed due to the pocket not being on the bus. Retractors were replaced, diagnostics were run, and all drawers and pockets were tested. The device passed all tests successfully. The system functioned as intended after the field service engineer repaired the device.